Event description:
Pace medical was notified on july 5, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with no explanation. The device was examined and found to have loose output socket wires. The wires were re-soldered. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: unk - may have been caused by ebme department opening the device or a sudden impact.